Manufacturer narrative:
(B)(4). No frozen screen noted during testing. The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with cracked battery tube threads and cracked case on corner of belt clip rails identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: pump error 24 alarm (power failure alarm) on (B)(6) 2021 at 13:22:00, 13:32:00, low battery alarm on (B)(6) 2021 at 12:59:00, power loss alarm on (B)(6) 2021 at 13:50:23, 13:50:34, insert battery alarm on (B)(6) 2021 13:39:33. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement due to high impedance. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on the internal battery, motor, force sensor, electronic assembly board 1, and electronic assembly board 2. No unexpected pump error 24, low battery, power loss, nor insert battery alarms during testing. Customer allegation of frozen screen was not confirmed. Customer alleged for pump error 24 alarm was confirmed. Moisture damage was confirmed on the internal battery, motor, force sensor, electronic assembly board 1, and electronic assembly board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.